Manufacturer narrative:
D4: sn and d10: device available for evaluation? Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that the device didn't have an actual break; therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, during a cori assisted tha surgery, the locking mechanism of a cup impactor - offset broke. The procedure was resumed, without any delay, using an equivalent s+n back-up. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).